Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. A supplemental report will be submitted after the data analysis is complete. No injury or medical intervention was reported.